Manufacturer narrative:
(B)(4). The insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, stained end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer was reported via phone call that, the reservoir was damaged and a piece of it fell off about a month ago and the insulin is not fitting like it should and she's afraid of leaks. The blood glucose was unknown at the time of the incident. Customer advised to discontinue the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.